Manufacturer narrative:
The e maryland bipolar forceps was analyzed and found to have thermal damage. The instrument had charring and localized melting on both yaw pulleys in the space between the grips.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was a burn mark on the jaws. The procedure was completed with no reported injury.